Event description:
It was reported that during a prostate procedure, with the patient on the table, the laser device received errors 210 and 235. The physician couldn't proceed with the procedure. It is unk how the physician completed the case. There was no report of patient injury.